Event description:
It was reported the patient was getting a shocking and burning sensation in their scrotum area. It was noted the patient¿s implantable neurostimulator (ins) was completely off and all programs were at zero. It was noted the patient had no known accidents or incidents related to this event. It was further noted the shocking and burning sensation started six days prior to this report. The reporter stated they verified the ins was off using the patient programmer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v526891, implanted: 2010-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v526891, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported that the patient had all implanted items explanted earlier this month. An impedance check was done and x-rays were taken, both normal.